Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported "unit is alarming circuit occlusion and ext high ppeak pressure; unit pass the est testing" on the avea ventilator. After further investigation the customer also reported more alarms being displayed: "low ve", "ext high ppeak", "safety valve open", "circuit occlusion", "apnea interval", and "low fio2". The customer reported replacing the gas delivery engine (gde) assembly and the device is "working fine". The customer stated there was no patient involvement associated with this event.